Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture during explant. Device has been explanted and replaced.

Event description:
Later healthcare professional reported ¿lateral migration of the breast over the past year and half,¿ ¿two small areas of silicon material appeared to have migrated to surrounding tissue,¿ and ¿the implant had turned over such that the posterior side was facing outward.¿ in addition of being reported ¿history of right breast cancer¿ and "patient had an event which tore through the previously placed mesh when a dog pulled the leash hard shortly after surgery resulting in migration to the previous area,¿ which are considered non-device related.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening assessed as surgical damage. Migration: unable to observe since it is not related to the device. Gel bleed: not observed. Flipping: unable to observe since it is not related to the device. Cancer - breast: not observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
The event of gel bleed is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later healthcare professional reported ¿lateral migration of the breast over the past year and half,¿ ¿two small areas of silicon material appeared to have migrated to surrounding tissue,¿ and ¿the implant had turned over such that the posterior side was facing outward.¿ in addition of being reported ¿history of right breast cancer¿ and "patient had an event which tore through the previously placed mesh when a dog pulled the leach hard shortly after surgery resulting in migration to the previous area,¿ which are considered non-device related.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/08/2024.

Event description:
Healthcare professional reported a right-side rupture during explant. Later healthcare professional reported ¿lateral migration of the breast over the past year and half,¿ ¿two small areas of silicon material appeared to have migrated to surrounding tissue,¿ and ¿the implant had turned over such that the posterior side was facing outward.¿ in addition of being reported ¿history of right breast cancer¿ and "patient had an event which tore through the previously placed mesh when a dog pulled the leach hard shortly after surgery resulting in migration to the previous area,¿ which are considered non-device related. Device has been explanted.